Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant - estimate. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that 30 days post implant of a xience alpine stent, the patient returned to the hospital with acute myocardial infarction. Thrombus was confirmed via angiography between a non-abbott bare metal stent and the xience alpine stent. It was not reported how the thrombosis was treated. The patient's outcome was reported as relief. No other information was provided.

Manufacturer narrative:
(B)(4). Weight: (B)(6). Date of occurrence changed from (B)(6) 2016 to (B)(6) 2016. Date of implant changed from (B)(6) 2016 to (B)(6) 2016. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, angina, myocardial infarction, occlusion, thrombosis and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Updated case details: on (B)(6) 2016 coronary angiography was performed and left anterior descending (lad) was found to have 75% in-stent restenosis. A non-abbott device was crossed to the diagonal (d1) for protecting the side branch. A non-abbott cutting balloon was dilated to 12 atmospheres (atm) and 16atm but it ruptured at 16 atm. Flow distal to the stent was noted with limitation by angiography. Intravascular ultrasound (ivus) was performed for lad and d1, and a hematoma was noted at the distal end of the non-abbott stent. A xience alpine 3.0x15mm was implanted distally overlapped with the non-abbott stent with a max inflation pressure of 18 atm. Ivus was performed, and a non-abbott drug-coated balloon was dilated to 7 atm in the lad. Then the d1 was noted with no flow. The patient experienced chest symptoms and st elevation. A non-abbott balloon catheter was dilated to 10 atm in the d1, and then blood flow was resolved. The procedure was completed. Residual stenosis in the lad was 0%. On (B)(6) 2016 the patient experienced a heavy feeling in the chest, and went to the emergency room. An emergency coronary angiography was performed and the xience alpine in the lad was found with 90% in-stent restenosis. Aspiration was performed by thrombus vacuum aspiration catheter, but no thrombosis was found. Ivus was performed and organized thrombosis was noted. A non-abbott balloon dilatation catheter was dilated at 20 atm, ivus was performed and the procedure was completed. On (B)(6) 2017, the patient condition resolved and the patient was discharged. No additional information was provided.